Manufacturer narrative:
Product event summary: analysis confirmed the reported event, after re-imaging the hard drive this corrected the issue. Software was then updated and the programmer passed final testing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an error was displayed on the programmer. Follow-up to find out more detailed information was unsuccessful. The programmer was returned to the manufacturer for servicing. The event occurred prior to use and during setup so there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.